Event description:
It was reported that the health care professional (hcp) for this patient requested to review the reports for this pacemaker system. It was observed that there were high gradual increase pacing impedances out of range on the right ventricular (rv) lead. Capture could not be confirmed as well. Technical services (ts) recommended further lead evaluation. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This patient is scheduled to be check in office. This complaint will be updated if new information becomes available. Additional information was received stating this patient was seen in office and capture was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) for this patient requested to review the reports for this pacemaker system. It was observed that there were high gradual increase pacing impedances out of range on the right ventricular (rv) lead. Capture could not be confirmed as well. Technical services (ts) recommended further lead evaluation. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This patient is scheduled to be check in office. This complaint will be updated if new information becomes available.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.